Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch up cables to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy procedure, during seminal vesicle dissection, the prograsp forceps instrument used on left arm lost one degree of movement suddenly. After the nurse removed and inspected the instrument, one of the wire near the tipof the instrument was found to be broken.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.